Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical engineering department with an unsigned note that stated, "unit makes funny noise when infusing and dose button does not work." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device passed testing. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.